Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, capsular contracture baker grade iii. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient reported of the right side device: "lump at the top of the breast". Later patient representative reported "capsular contracture, baker grade iii, and exchange". Later healthcare professional reported "rupture". The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b1, b5, b6, h6, h11. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Patient reported of the right side device: "lump at the top of the breast". Later patient representative reported "capsular contracture, baker grade iii, and exchange". Later healthcare professional reported "rupture". Later healthcare professional reported "no rupture was found just a capsular contracture baker grade iii". The device remains implanted. Therefore, the event of rupture is no longer reportable to the FDA and will be unreported.